Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. Patient history showed that after two attempts to insert an impella 5.0, an impella cp was successfully implanted. Therefore, the root cause of the delivery issue was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 for mechanical circulatory support. The automated impella controller (aic) experienced bent pins. No clinical details regarding resolution. No patient harm reported.